Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with high out-of-range pacing impedance on the right ventricular lead. The device was reprogrammed accordingly. Patient was stable after the event.